Event description:
Pt was in dialysis and receiving "ID pn" from the pump and thru dialysis machine. Previous problems with low flow alarm on this pump. Pump did not alarm - dialysis machine alarmed because of drastic change in venous/arterial pressures. Pump set at 250cc/hr, a 900cc bag approx 100cc of "edpn" infused as bolus into dialysis machine.